Event description:
It was reported to boston scientific corp on feb 21, 2008, that a pathfinder exchange guidewire was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female pt (weight unk) in 2007. According to the complainant, "the physician was unable to remove [the] pathfinder [exchange] guidewire [from] the pancreatic duct. After [the] normal pulling technique was unsuccessful, a [bsc radial jaw] biopsy forceps was passed. After several attempts to remove the wire with the forceps, the guidewire broke. The physician was unable to reach the broken guidewire, which remained in the pancreatic duct." Add'l info indicated the broken guidewire will be removed at a different facility (unk date), but this could not be confirmed. No pt complications were reported as a result of the event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval. A device analysis cannot be performed; therefore, the cause of the wire breakage is undetermined. The pathfinder guidewire prod family complaint trend report, inclusive of all failure modes, has been reviewed; no unfavorable trend was noted.